Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead associated with this pacemaker was repositioned due to loss of capture. No asystole was noted. No additional adverse patient effects were reported. This device remains in service.